Event description:
This case is cross referred with cases (B)(4). This unsolicited device case from united states was received on 17-dec-2015 from a nurse. This case concerns a female patient who received treatment with synvisc one injection and later developed staphylococcal infection and cellulitis. No past drugs, medical history and concurrent condition were reported. Concomitant medication included triamcinolone acetonide (kenalog) and lidocaine. On an unknown date in (B)(4) 2015, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided) bilaterally. It was reported that the patient developed staph and cellulitis infections within a few days of injection. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical events. Pharmacovigilance comment: (B)(4) comment dated 21-dec-2015: this case concerns a female patient who received treatment with synvisc one and experienced staph infection and cellulitis. As per the information, the causal role of product with the occurrence of events cannot be denied. However, lack of information regarding the patient's underlying condition, medical history and risk factors precludes the complete medical case assessment.

Event description:
This case is cross referred with cases (B)(4) (cluster). This unsolicited device case from united states was received on (B)(6) 2015 from a nurse. This case concerns a female patient who received treatment with synvisc one injection and later developed staphylococcal infection and cellulitis. No past drugs, medical history and concurrent condition were reported. Concomitant medication included triamcinolone acetonide (kenalog) and lidocaine. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided) bilaterally. It was reported that the patient developed staph and cellulitis infections within a few days of injection. Corrective treatment: not reported. Outcome: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical events. Additional information was received on 22-dec-2015. The ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-dec-2015: the follow up information does not change the complete case assessment. Sanofi company comment dated 21-dec-2015: this case concerns a female patient who received treatment with synvisc one and experienced staph infection and cellulitis. As per the information, the causal role of product with the occurrence of events cannot be denied. However, lack of information regarding the patient's underlying condition, medical history and risk factors precludes the complete medical case assessment.